Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The philips service engineer (se) inspected the device. The se found the touch screen was not responsive to finger commands and failed the touch screen calibration. The se replaced the touchscreen and the ventilator passed the performance assurance test .

Event description:
It was reported that the ventilators touchscreen was not working. The customer performed touch screen calibration and the issue continued. There was no patient involvement. The event date was not specified; estimate used.